Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the cable of the fenestrated bipolar forceps instrument was found to be cut. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "wire was cut." Failure analysis found the primary finding of conductor wire insulation damage to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire. There was no material missing and the electrical wires were exposed. The electrical continuity test passed. Root cause of this failure is attributed to a component failure. An additional unrelated finding was also identified. The instrument was found to have a frayed grip cable at the distal idle pulley. The frayed cable strands stuck out at the wrist. The root cause of frayed - distal instrument grip cables is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps (part # 471205-17/lot# n11210525 0068) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022, on system (B)(4). The instrument had 1 use remaining after last use. In addition, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.